Event description:
The iab was inserted into the pt on 2/10/97. On 2/12/97 after iabp for 48 hrs, the iab leaked. Brown specks were noted at the connective tubing site. Event complications: unk - rpt'd 2/10/97; none - rpt'd 3/18/97. Pt current status: unk - rpt'd 2/10, 3/18/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. Blood was noted within the device. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: it was not possible to determine the cause of the rpt'd difficulty based on the event description and examination. It is possible that the iab interior became contaminated with blood from the pump (possibly from a previous balloon leak).